Manufacturer narrative:
Product ID: 3889-28, lot# va1vtnw, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who indicated she moved and is seeing a new managing doctor. Patient is wondering how to set up reprogramming with field staff for reprogramming because of the device issues she is having. Patient states it was implanted fine but the settings must be off and they have tried so many, they would like adjustments. Patient services reviewed reprogramming appointments are scheduled via managing hcp's office. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1vtnw, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said, she has recently met with the rep because she was having issues with her system. The patient was experiencing loss of therapeutic effect. Patient said it works for the bowel but she is having issues with the bladder for the last few months. When patient was in (B)(6) her doctor took an x-ray ((B)(6) 2019), and said the probe on the lead on s3 had moved or migrated. Doctor put her on myrbetriq. Patient met with the rep a few days ago at doctor's office. It was just the rep and the physician assistance pa . The rep checked to make sure the device was working. She confirmed the device was ok, and told her the settings are fine, but the caller said they are not working. Patient said the pa was supposed to follow-up and has not. Additional information received from a manufacturer representative (rep) on 2020-02-17 stated that patient met with the rep on (B)(6) 2020. The rep stated that there was no issue with the device, impedance was checked and was normal and battery life 46-81 months remaining. The rep did further interrogation by checking individual electrode thresholds and sensory responses (0 ¿ 1.4 ¿ vagina, 1 ¿ 1.7 ¿ rectum, 2 ¿ 1.6 ¿ leg, 3 ¿ 1.3 ¿ leg). Patient mentioned that her urinary incontinence was seemingly not improved, yet stated that frequency was still much better than before the device was placed. Patients fecal incontinence has sustained efficacy and patient said she was happy with the improvement. It was determined not to make any adjustments to the settings since the device providing sustained symptom relief for urinary frequency and fecal incontinence. Patient was advised to speak with medical provider, nurse practitioner (who was present during this meeting) about the urinary symptoms ¿ and follow up with physician, if needed at a later date. No x-rays were provided to confirm this. It was mentioned, but not confirmed (B)(6) 2020 ¿ advised to speak with physician about x-rays to confirm of lead migration. The cause was not determined and patient was advised to speak with hcp. No further patient complications are anticipated or expected as a result of this event.